Event description:
It was reported that during a laparoscopic cholecystectomy procedure, th shaft of the device was bent. There was no pt consequences. The procedure was completed with another device of the same product code.